Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. On (B)(6) 2025, around 1030-1045am, the patient¿s sister noticed the patient¿s cgm device was in a signal loss state. The patient¿s cgm value prior to the signal loss state was not reported. The patient was wearing an omnipod insulin pump. The patient was dizzy, shaking, confused, and had difficulty standing. Her bg meter reading was 57 mg/dl. The patient was given food (nutty bar) by her sister as treatment. Following treatment, the patient¿s bg meter reading increased to 84 mg/dl. The patient did not seek assistance from a higher level of care. The patient was ¿stable¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.